Event description:
On 3/12/96 the pt's audiologist reported to cochlear corp that the pt had undergone two skin flap revision surgeries one in 1/96 and one on 4/96). The pt's audiologist also reported that the pt's skin flap did not look as though it had healed. The pt was referred back to the surgeon. The pt reportedly has had several add'l skin flap revision surgeries. On 11/18/96 the pt's audiologist reported that the pt's electrode array had migrated. The pt is reportedly scheduled for another revision surgery to insert the electrode array.